Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the long bipolar grasper was found with a broken wire. A backup instrument was used. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported failure. The long bipolar grasper was found to have a broken conductor wire at the yaw pulley. The conductor wire was broken at the grip-crimp location. The long bipolar grasper failed the electrical continuity test and no signs of thermal damage were observed. The long bipolar grasper was found to have a broken bipolar yaw pulley. Broken piece was missing and size of missing piece was approximately .065¿ x .147¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument.